Event description:
It was reported that the patient experienced a loss of therapeutic effect and a loss of bladder control for the week prior to the report. The patient also experienced a burning sensation when stimulation was increased. The symptoms were reported to have occurred following a fall, and it was noted that the patient had fallen several times. The reporter stated that the patient was on the way to the hospital because of a 'possible mini stroke.' It was indicated that the patient was 'incoherent.' The reporter also noted that the patient was scheduled for an appointment with her healthcare provider (hcp) on (B)(6) 2013. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va01ngw, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).